Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported high o2 concentration could not be duplicated in simulated testing. No parts were replaced. Functional checks were successfully performed. Evaluation of received device logs showed that successful pre-use check was performed on (B)(6) 2017 and ventilation was started on (B)(6) 2017. The reported alarms for high o2 concentration could be confirmed in the logs on reported event date (B)(6) 2017. Since no parts were returned for investigation, the root cause of the high o2 concentration has not been determined, but a drift in the delta pressure transducers in the gas modules leading to inaccurate gas flow regulation may be a contributing factor. This will be detected during pre-use check and alarms for high or low o2 concentration will be activated if the failure occurs during ventilation.

Event description:
(B)(4).

Event description:
It was reported that when the ventilator was connected to a patient, it generated alarms for high and low o2 concentration. There was no patient harm. (B)(4).